Event description:
It was reported that a dependent patient experienced syncope. The ventricular lead exhibited over sensing, causing pacing inhibition. During revision, the lead appeared to be damaged and it broke into several pieces. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.